Event description:
Rptr indicated that following a software upgrade the handheld screen would become frozen after an interrogation. Software was returned to MFR for analysis. Analysis of the returned software confirmed the reported issue.

Manufacturer narrative:
A device malfunction occurred, but did not cause or contribute to a death or serious injury.